Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? Surgeon very used to the device where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unk did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unk did the healthcare professional receive audible & tactile feedback when firing the device? Unk were the donuts inspected? If so, please describe. Unk was a complete transection of the cutting washer visually confirmed? Unk were any staples deployed into the tissue? If yes, please describe. Yes, staples which were inside the rectum what was the appearance of the staples inside the rectum (b-formed, malformed, goal post/legs straight)? Legs straight did the ¿dissection of a greater part of the rectum which had to be conserved at the origin¿ result in any patient consequence or change to the patient care? If yes, please explain. No how long was the procedure prolonged (minutes)? Several tens of minutes was there any patient consequence as a result of the procedure being prolonged? No was there any change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? If yes, please explain. No what is the current status of the patient? Good, without particularity

Event description:
It was reported that during an anastomosis trans-anal under coelioscopy procedure, defective device. After removing the device which has been used without any issue, the healthcare professional noticed that the device did not staple but only cut the wall of rectum. The lumen of the digestive tract was visible and staples were inside the rectum. The rectum has been cut and stapled again, then a new anvil has been positioned by passing via a direct way and a new anastomosis has been done. The new anastomosis leads to a dissection of a greater part of the rectum which had to be conserved at the origin. Extended time of procedure. Patient consequences were not reported.

Manufacturer narrative:
(B)(4).batch # t5d572. Device analysis: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present and cut there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staple was observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's related to the reported complaint condition were identified.